Manufacturer narrative:
Medwatch report number: mw5146707.

Event description:
It was reported a patient's right ventricular (rv) lead presented with low pacing impedance. No changes were reported. The patient status was unknown.